Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er420 was used to clip the duct and artery in the procedure. The surgeon was unsuccessful in clipping as the instrument "misfired". The physician's assistant in the case described the instrument as misaligning the clips into the duct/artery. A new instrument was pulled and used without incident. There was no consequence to the pateint.